Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-nov-2016, an fse visited the customer site and replaced 2-way valve for the wash probe, the wash probe assembly, and the tubing from the valve to the wash probe. The fse found bubbles in the line from the substrate bottle to 3-way valve. He replaced the line in the bottle and the 3-way valve. Then he ran e2 controls with no instrument issues. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was due to a defective substrate 3-way valve.

Event description:
On (B)(6) 2016, a customer reported obtaining e2 control results with out of range and erratic values while using their aia-360 analyzer. The customer was unable to run e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.